Event description:
Information received by medtronic indicated that the insulin pump received a21 alarm several times. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that the after changing battery insulin pump received pump a21 error alarm. No harm requiring medical intervention was reported. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.